Event description:
It was reported a bd 30ml syringe was loaded in the syringe module however it was recognized as a monojet 20ml syringe. Customer reports this occurred because there was a module in between the syringe pump and the pcu, however unit did not "prompt" clinician to arrange set up. Device was removed and sent to biomedical engineering. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a bd 30ml syringe was loaded in the syringe module however it was recognized as a monojet 20ml syringe. Customer reports this occurred because there was a module in between the syringe pump and the pcu, however unit did not "prompt" clinician to arrange set up. Device was removed and sent to biomedical engineering. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.